Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the mini drawer 1.1 kept clicking and failed to open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed mini drawer 1.1 kept clicking and had failed to open. The fse then assisted the customer to free up mini drawer 1.1 tray since there was inventory stock on one of the back pockets. The user then successfully recovered the failed mini drawer. The system functioned as intended after the field service engineer assisted the customer with the issues of the device.